Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The patient was implanted for right leg pain. The pain had moved to the patient¿s left side. The left lead (0-7) only gave a ¿pressure¿ in her back. The right lead (8-15) gave right side coverage, but contacts 14 and 15 showed >10,000 on an impedance check. The patient was going to meet with the healthcare provider to discuss a lead revision. The patient was experiencing less than 50% therapy relief. A follow-up report will be sent if additional information becomes available

Event description:
It was further reported that the leads that were placed in a bad position. It was noted that the leads were replaced due to changing pain pattern. It was reported that the patient had effective coverage and therapy post-op. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that no action had been taken at that time. It was noted that a revision was being considered. It was further noted that the patient was doing fine. It was noted that there was no further information at that time. Additional information received reported that the cause of the event was a migrated lead. It was noted that abnormal impedances were measured on 14 and 15. It was noted that no surgical revision had occurred at the time of the report. It was notedthat interventions that occurred as a result of this event included a ¿CT scan ¿ mylognam¿ on (B)(6) 2013. It was noted that the results were ¿lt. L4 and l5 foraminal stenosis.¿ it was further noted the doctor was trying epidural steroid injections. It was noted that the patient did not require hospitalization due to this event. No patient injury was reported.

Event description:
Follow up information reported that the patient¿s physician was going to replace and revise the lead component of the implantable neurostimulator (ins). The procedure was scheduled for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).